Event description:
It was further reported that the rv lead's defibrillator impedance was low, less than 10 ohms, and triggered an impedance alert. The lead continues to oversense and a fracture is suspected. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert for noise and oversensing. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).